Manufacturer narrative:
Based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was explanted due to a dislodgement presented, which was confirmed through x-rays. The lead was exhibiting loss of capture measurements. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to a dislodgement presented, which was confirmed through x-rays. The lead was exhibiting loss of capture measurements. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.